Event description:
The device was returned for pneumatic valve actuation failure (valve 5). The device did not have any alarms on start up. Performed recharge/hardware test and unit passed. Log files indicate pneumatic valve actuation failure (valve 5). Internal investigation found the lever arm retaining plate is damaged. Valve 5 and lever arm retaining plate will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: pump that has a patient event. Listed below is the note that was left with the patient event and is all the information provided. Customer ran a functional check and pulled the logs. The functional test passed with no issues. Patient's standard concentration 16 mcg/ml epinephrine infusion running at 0.05 mcg/kg/min red alarmed with notification "pump failure." Rn immediately attempted to load cassette into new pump, after programming infusion parameters and starting, a new alarm of "tubing failed" occurred and new pump would not load into new cassette. New epinephrine tubing and bag obtained and started on alternative pump. Two additional "tubing failed" errors occurred with the different sets of tubing, once during the attempt to start a vasopressin infusion for hypotension and again with the previously infusing epinephrine infusion. No harm occurred to patient during any of these incidents." On 08/06/2025, biomed reported: the event was submitted on 07-25-2025. As to the actual event date and time of the event, it usually occurs a few days prior. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 5). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.